Manufacturer narrative:
Continuation of d10: 40027 valve implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature that automatically monitors left ventricular pacing thresholds at periodic intervals was noting high thresholds when low, stable thresholds were noted when the patient was in clinic. A cyclical pattern of the aforementioned was noted. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory had an observation with pacing capture management in the left ventricle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature that automatically monitors left ventricular pacing thresholds at periodic intervals was noting high thresholds when low, stable thresholds were noted when the patient was in clinic. A cyclical pattern of the aforementioned was noted. The crt-d remains in use. No patient complications have been reported as a result of this event. It was further reported that the device feature that automatically monitors pacing thresholds at periodic intervals was changed to a monitor setting with an adequate safety margin.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) feature that automatically monitors left ventricular pacing thresholds at periodic intervals was noting high thresholds when low, stable thresholds were noted when the patient was in clinic. A cyclical pattern of the aforementioned was noted. The crt-p remains in use. No patient complications have been reported as a result of this event. It was further reported that the device feature that automatically monitors pacing thresholds at periodic intervals was changed to a monitor setting with an adequate safety margin.